Event description:
It was reported by the complainant that complainant splashed cidex plus in the eye, and continues to have a dry sensation after washing it "a little". Complainant reportedly was not wearing eye protection at the time of the incident. Asp customer support representative recommended that the complainant continue to irrigate the eyes for 15 minutes as recommended in the msds. Asp customer representative faxed a copy of the latest msds to the customer. The complainant reported in 02/2002 that complainant had visited an ophthalmologist who recommended the use of otc eye drops for a few days to relieve the symptom of dryness in the eyes. The ophthalmologist concluded there was no damage to the eye.